Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed with error message 'needed maintenance'. A field service engineer found that tower door 1 had failed. The fse troubleshot the device and replaced all the latches. The fse tested the door and verified that it was operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower drawer had failed to recover and it requires maintenance. The customer reported that a malfunction occurred while the user was attempting to scan medication to open the drawer. There were no adverse events or injuries reported based on this event.